Manufacturer narrative:
The device was returned for investigation. There was no related evidence of the reported failure in the event logs. A functional test was performed, and the reported failure was replicated. Upon further investigation, three separate accuracy tests were performed, and the pump was found to be over delivering to the manufacturing specifications. Fluid ingression was also identified on pump by the chassis base of the downstream occlusion sensor and expulsor which are possible causes the issue. The root cause of the event cannot be established. The expulsor assembly will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device fails accuracy +8.25% during testing. No patient injury was reported.